Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a cockpit restart. The customer confirmed there was no cease in ventilation. No patient harm was reported.